Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not turn on. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "does not turn on" was confirmed. Service determined that the cause was due to a depleted/defective main battery. A follow-up report will be filed if any additional details become available.